Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted and it was observed that there was some damage caused by mitra clip delivery system to the medial side of anterior leaflet during multiple grasping attempts and mr was worsened. It was noted that the clip was attached to both the leaflets. Per the physician, leaflet damage was due to the mitraclip device. Additional mitraclip was implanted. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.